Manufacturer narrative:
Replaced inspiratory proportional valve to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, unit failed pre-use checkout and got intermittent message "high pressure leak pressure spike" . There was no reported patient involvement.